Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported the patient checked his patient controller on the morning of the report and saw that the stimulation was turned off, but he did not know why. The patient was able to turn stimulation back on, but when he checked his patient controller again later on, he noticed that stimulation was off again. Prior to consulting patient services, the patient turned stimulation back on. At the time of the report, the patient had group a selected and programs 1 and 2 were active. The patient can enter each program and make adjustments as necessary, and it was confirmed that stimulation was turned on for each program. The implantable neurostimulator battery level was at 90% charge at the time of the report. The patient noted that the battery was ¿real low - almost down to yellow¿ about a week prior to the report, so he charged it up to 100% charge. The patient only has to charge his implantable neurostimulator about once a week. The patient noted that he has been in close proximity with a generator within the last week. The patient was advised to monitor and follow-up with his health care professional if the issue persists with stimulation turning off by itself. There were no further complications reported.

Event description:
Additional information was received from the patient and it was reported that he turned the ins back on with instructions. After reset there has been no more problems with the ins shutting down. The issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.